Event description:
It was reported that during a da vinci-assisted hiatal paraoesophageal hernia surgical procedure, the system had the check energy cord connection message when the customer was trying to use the vessel sealer (vs) instrument with e-100. The customer moved the vs instrument to the integrated electrosurgical unit (iesu/erbe) and the issue was resolved. An intuitive surgical, inc. (Isi) technical support engineer (tse) suggested to power cycle the e-100, still the issue persisted. The field service engineer (fse), called to report issue persist after e-100 replacement. Tse suggested reseating both ends of e-100 to core cable; two pins are bent on cable. Tse suggested replacing cable, fse will order and replace cable. The procedure was continuing as planned with no reported injury.

Manufacturer narrative:
An isi field service engineer (fse) has been dispatched to investigate the reported event. The fse replaced the e-100 generator due to no energy cable being detected. System tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the e-100 involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations could not be replicate/confirm the customer reported complaint. In house fa installed the e-100 onto a printed circuit assembly (pca) test system, where it ran 10 times power cycle and it sat idle for one hour and it worked fine with the synchro seal instrument installed. Fa used a synchroseal with a saline dipped gauze in the jaws and fire yell pedal/sync activations cut/seal about 100 times and e-100 worked fine without any issue. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance and found no errors related to the reported complaint. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system sk5810. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the system had the check energy cord connection message when the customer was trying to use the vessel sealer (vs) instrument with e-100. The fse replaced the e-100 to resolved the reported issue. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.